Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Patient reported that she went to the hospital because her blood glucose was not going down. She believed the pod was not delivering any insulin. She gave herself corrections through needles. She used 5-10 needles as well as the pod to help corrections. The corrections with the needles almost totaled 20 units of insulin. Over 17 units of insulin came from the pod. Her blood glucose reached over 400 mg/dl while wearing the pod. No further information provided.